Event description:
The customer called to report a low reading of 66 mg/dl on his adc meter. He then reported symptoms of hyperglycemia to include shaking hands, sweating and near loss of consciousness. His physician diagnosed him with dka. Course of treatment was not specified.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.